Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
User received an ¿unable to proceed¿ alert and noted it was not while performing a supply change. The agent guided the user through a dry run, which was completed successfully, and the alert did not recur. The user confirmed insulin delivery resumed normally, and blood glucose was not affected. No further assistance was needed.